Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional graftmaster devices with reported issues referenced are filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was to treat a heavily calcified and 99% stenosed lesion in the left anterior descending (lad) coronary artery. After pre-dilatation was performed, a perforation was noted. Three 2.8x19 mm graftmaster covered stents did not cross the lesion due to the anatomy. Another 2.8x19 mm crossed finally and the perforation was sealed. There were no reported adverse patient sequela. No additional information was provided.

Event description:
Subsequent to the initially filed reports, the following information was provided: two 2.8x19 mm and one 2.8x16 mm graftmaster covered stents were used. Returned device analysis found that all 3 devices had separated hypotubes. The account was aware of the separations as they occurred during the procedure. The separated portions for all 3 devices were simply withdrawn. No additional information was provided.

Manufacturer narrative:
The complaint information and analysis of the returned unit was reviewed. The material separation was confirmed. The failure to advance cannot to confirmed in a lab environment . A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no indication of a lot specific issue. The investigation determined that the reported failure to advance and material separation were due to the circumstances of the procedure per the reported, ¿stents did not cross the lesion due to the anatomy.¿ the material separation likely occurred as a result of manual manipulation of the device in the attempt to advance. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.